Event description:
The customer's husband reported that his wife had been hospitalized with bg levels "over 500mg/dl"; she also had a stroke. She was "having trouble with coordination and can't manually enter boluses." Insulet customer support encouraged them to contact her hcp to establish a back-up plan - the husband agreed. A f/u was made to check on the customer's status; per the husband, she was "still running high and is even sicker." While on the call, the customer changed her pod and customer support walked her through the process of delivering a bolus manually through the pdm. She was advised to check her bg levels in an hour and to call back. Note: no specific pod issues were reported. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval - we are unable to confirm any pod malfunction that may have caused or contributed to the customer's high bg levels. No specific pod issues were noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod failure was a contributing factor to the customer's hospitalization. No conclusion can be drawn. The report indicated that the customer was "having trouble with coordination and can't manually enter boluses." Though it cannot be confirmed, it is possible that her high bg levels had resulted from an inability to properly manage her diabetes (as opposed to having resulted from an issue with the omnipod system). No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.